Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, (B)(6) was used as the state.

Event description:
Issue: no retraction vs. Slow retraction. All caregivers who use the 18g IV catheter experience a delay when pressing the button to retract the needle. At times, the needle gets stuck, and the needle does not retract. This has a potential to cause injury to the patient and caregiver due to the needle being stuck. Caregivers do not experience this problem with any other sized needle. Event date:1/6/2026. Was there injury? No

Manufacturer narrative:
The complaints of needle retraction issues could not be confirmed from the shielded needle that was provided for investigation. The implicated 18g insyte autoguard IV catheter was not returned with the needle. The returned sample exhibited evidence of use. No damage or defects were identified from a visual examination. A functional test revealed that the needle fully retracted when the safety mechanism was activated and the retraction time was within specification. No evidence of a leak was identified on the returned sample. Although the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.